Manufacturer narrative:
The reported event is confirmed, packaging related. One sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The one ureteral stent in opened packaging were returned. Visual evaluation of the physical sample noted 6 fr. X 26cm marked on the packaging and 4.7f x 26 cm marked on the product. As there is a discrepancy between the product packaging and device, which is out of specifications, "all components shall be present and correct. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the packaging of the ureteral stent did not match the contents. The packaging was marked as (B)(4), and the contents were of (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the packaging of the ureteral stent did not match the contents. The packaging was marked as 777626, and the contents were of 777426.